Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the vasoview hemopro cannula broke in half. Half of the c-ring and the tubing fell into the patient's leg. The had to open another incision to retrieve the piece. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. Visual inspection revealed that the scope wash tubing and half of the c-ring were detached. A visual inspection suggests that the c-ring was subjected to a heat source long enough to melt and subsequently split the c-ring into two pieces during clinical manipulation. The entire scope wash tubing was received separate and was bent and bloody. Based upon the received condition of the device, the reported failure "c-ring split in half and detached" is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B) (4)